Event description:
Pt without underlying medical disease developed an infection (source not identified). Surgery was without complications. Pt complained of pain and bilateral edema noted from the beginning of the post-op period, however, nothing unusual was found by the surgeon. Milky drainage with the apperarance of soy milk was noted from their breast. The fluid was cultured and did not reveal anything. During this procedure a 1-1.5" segment of the distal portion of the soaker catheter was found in the left breast. Pt did not report any difficulty during catheter removal. Catheter segment was not cultured or saved. Pt was also seen in the ER for complaints of pain and sent home. Implants were removed. Blood cultures show a rapid growing strain of mycobacterium, source is still unknonw. Pt's condition is improving.